Event description:
Boston scientific received info that during the pre discharge check, this right ventricular lead was exhibiting loss of capture at max outputs. All sensing and impedance measurements were stable and the lead position was verified via fluoroscopy. The physician suspected that he may have punctured the lead with the suture needle, so the decision was made to explant and successfully replace the lead. To date, there have been no add'l adverse pt effects reported.